Event description:
Manufacturer's complaint handling unit confirmed the lancet protrudes beyond the end cap of the multiclix device after firing. No adverse event reported. Suspect device has been returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 237 mg/dl and 66 mg/dl within 10 minutes on the advantage system. Low blood glucose symptoms were reported with these results. Customer ate 2 pieces of bread and butter, then sour cream and chives; low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.